Manufacturer narrative:
The lv lead was successfully replaced and discarded so it will not be returned. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. No adverse patient effects were reported. A revision was performed and the dislodgement was confirmed through chest x-rays.